Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed all weekly auto self-tests up to the (B)(6) 2012. During this time the device recorded multiple occasions in which the temperature was recorded below the minimum recommended stand-by temperature. On the (B)(6) 2012 the device failed a weekly auto self-test due to a low battery. The device was still in fault mode on the (B)(6) 2012 when upon return to a warmer environment an increase in voltage suggests a further pad-pak was installed. The device then successfully performed all weekly auto self-tests and manual power ons, up to the (B)(6) 2014. During the time the device recorded a manual power up lasting 17 minutes duration, which may indicate that the device was attached to a patient. Multiple manual power ups, mainly of ten minutes duration where observed in the device memory between the (B)(6) 2014 and the last log entry on the (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory, the 10 minute time outs and the excess current drain measured during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore, a slight fluctuation was observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.